Manufacturer narrative:
Concomitant medical products: product ID: 3888-45, lot# va0n5pf, implanted: (B)(6) 2017, product type: lead. Product ID: 3887-45, lot# va10g2x, implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 3888-45, serial/lot #: (B)(4) , ubd: 02-sep-2018, UDI#: (B)(4) ; product ID: 3887-45, serial/lot #: (B)(4), ubd: 13-oct-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) via a manufacturer¿s representative (rep). The rep reported that there was a possible lead break. The rep reported that both leads were delivering a burning/pinching sensation. The rep reported that this started about 2 weeks ago. The patient claimed she had two hard falls about two to three weeks ago. The rep tried reprogramming by decreasing the pulse width. The rep ran impedance check. The rep reported that they turned off the sensation for both leads. It was noted that no surgical interventions were planned at this time. The issue wasn¿t resolved. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID 3888-45 lot# va0n5pf implanted: (B)(6) 2017 product type lead product ID 3887-45 lot# va10g2x implanted: (B)(6) 2017 product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that no other actions have been taken other then no longer using those leads. The issue was not resolved, the patient would still get that feeling if the leads were turned back on.